Event description:
On (B)(6) 2015 it was reported that the patient was scheduled for a full revision surgery. The patient underwent the full revision surgery on (B)(6) 2015. The new lead was placed above the old set of electrodes and the old lead was cut near the generator down in the chest pocket. The explanted generator and lead were discarded and therefore cannot be returned for product analysis.

Event description:
The patient reported on (B)(6) 2015 that during interrogation, the physician reported that he believes that the battery has died or is going dead. The physician stated that a low battery message appeared but another unspecified message was displayed as well and that there is a "problem" with the vns and it is not generating enough power. The patient was referred for a full revision. The patient reports no adverse events associated with this latest development and states that he does still have seizures but the vns is efficacious and does not want to regress to "how it used to be" (pre-vns baseline disease state). Clinic notes dated (B)(6) 2015 were received which indicated that the patient has high impedance with a dcdc of 7 on a system diagnostics test. The patient underwent surgery on (B)(6) 2015 but the surgeon was only able to remove some of the scar tissue and was unable to remove the lead. The surgeon said that there was not enough space on the vagus nerve to attach a new lead. The patient noted that his seizures have gotten worse and he would like the revision to take place as soon as possible. Although surgery is likely, it has not occurred to date. The physician noted that no patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance. No x-rays were taken.

Event description:
A copy of the operative notes from the (B)(6) 2015 surgery were received for review. It was noted that a new lead could not be placed on the nerve as there was no free portion. The surgeon tried to dissect the area but to no avail.